Event description:
A caller reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for a pump reset and guided the caller through the process. Following the reset, the caller was able to start their sensor session successfully without encountering the cgm error again.